Event description:
The technician alleged the head end brake caster would hold but the foot end brake caster would not. No injury reported.

Manufacturer narrative:
The technician found the brake linkage is not aligned and the head and foot linkage are not working together. The technician adjusted the brake linkage for the head and foot brake casters to resolve the issue.